Manufacturer narrative:
The indication for the index procedure was an acute, st-elevation anterior wall myocardial infarction (ami) with onset of pain greater than seventy-two hours (>72 hours). The pt was found to have three-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction (lvef) was not provided. The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, 2.5 mm vessel diameter, 25 mm length, a 99% stenosis, a moderately tortuous proximal segment, concentric, and type b1. The lesion was pre-dilated as planned with a 2.5 x 20mm balloon at 15 atm. A cypher select plus 2.5 x 33 mm stent was implanted at 18 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The pt was discharged three days after the index procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. At the one month follow-up the pt was reported to have angina and was continuing her medical regimen. At the six-month follow-up, the pt was reported to be asymptomatic and was continuing her medical regimen. Approximately seven months after the index procedure, the pt was reported to have had a hemorrhage/loss of vision in the right eye that was not treated due to the pt's antiplatelet therapy. This event was reported to be unrelated to the study device/procedure. At the one-year follow-up, the pt was reported to be asymptomatic and was continuing her medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report received from the study indicated that the pt had restenosis of a previously implanted cypher select plus 2.5 x 33 mm stent eight months after the index procedure. The restenosis was treated by implantation of a taxus stent. The pt is a female. The pt's medical history includes: obesity, diabetes mellitus and a previous myocardial infarction (mi). According to the instructions for use (IFU) individualization of treatment, premorbid conditions that increase the risk of a poor initial results or the risks of emergency referral for bypass surgery (diabetes mellitus, renal failure, and severe obesity) should be reviewed. The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: a 99% stenosis, a moderately tortuous proximal segment, concentric, and type b1. As per the IFU, coronary stenting is generally contraindicated in pts judged to have a lesion that prevents complete inflation of an angioplasty balloon. After pre-dilation, a cypher select plus 2.5 x 33mm stent was implanted at 18 atm. As per the IFU, balloon pressures should be monitored during inflation so as not to exceed the calculated rated burst pressure (rbp). Use of pressures higher than specified on product label may result in ruptured balloon with possible intimal damage and dissection. A satisfactory result was obtained. The pt was discharged three days after the index procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was reported to have had angina at the one-month follow-up. At the six and twelve month (one year) follow-ups, the pt was asymptomatic and continuing her medical regimen. Approximately seven months after the index procedure, the pt was reported to have had a hemorrhage/loss of vision in the right eye that was not treated due to the pt's antiplatelet therapy. This event was reported to be unrelated to the study device/procedure. The device remains implanted in the pt and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Restenosis is a known complication of coronary stenting. Based on the available info, there are possible pt factors (obesity, diabetes, and previous mi), lesion factors (moderate tortuosity), and procedural factors (implantation above the rated burst pressure) that may have contributed to the event. Please note that this is the initial/final report for this product.

Event description:
The report received from the study indicated that approximately eight months after the index procedure, the pt had a positive stress test and a control angiogram. The pt was found to have restenosis of a previously implanted cypher select plus 2.5 x 33 mm stent. The restenosis was treated by implantation of a taxus stent.